Event description:
It was reported that, during a tka surgery, the bur was not retracting correctly. The system came up with a handpiece error that led to handpiece re-calibration. It failed homing and the drill kept moving up and down even though it was locked in. When the clamshell was opened, it was noticed that the snap lock was broken. The case was aborted and converted to manual surgery. The patient outcome is unknown.

Manufacturer narrative:
H10: the navio handpiece (part number 110004/serial number (B)(6), intended for use in treatment, was returned for evaluation. The navio handpiece failed to home when attempting to bur the femur during a procedure on (B)(6) 2018. The initial visual/functional investigation confirmed that the snap lock nut became unthreaded from the snap lock, therefore resulting in the homing difficulties. The clamshell was opened to find that the snap lock was broken. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time provided no information regarding the snap lock nut becoming unthreaded. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to supplier/raw material fault. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was aborted and changed to manual instrumentation; therefore, no further medical assessment is warranted at this time. As part of corrective actions, a new and more robust design of the snaplock has been released.